Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that while they replaced the patients other lead, this lead had pulled out. Surgical intervention took place where the lead was explanted and replaced. Related manufacturer reference number: 1627487-2023-02282.